Event description:
Lap cholecystectomy - "clips scissored. Clips didn't close properly".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.